Event description:
The facility indicated a patient fell out of a sling during transfer due to the leg clip coming detached. It was reported that the transfer was performed by an untrained operator. The patient sustained swelling on the rear of the head. No treatment was identified. The date of awareness of the event by co is unknown at this time. MFR.